Manufacturer narrative:
Failure analysis noted that the pump was unable to prime during the prime/compromised force sensor system test due to faulty force sensor resistor (gold). The pump passed the displacement test. There was no unexpected motor "stiff" anomaly. The pump had cracked display window corners, cracked battery tube threads, cracked reservoir tube lip and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported via phone call that the insulin pump had a prime/fill anomaly. The blood glucose at the time of the incident was unknown. The customer stated that priming did not work correctly. The pump piston was stiff. Troubleshooting was performed. The device was returned for analysis.